Event description:
It was reported the pt was not receiving stimulation coverage as she had before. The pt also reported she was feeling shooting pains across her side when she turned her body a certain way. Follow up identified the pt was scheduled for an appointment with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.